Event description:
It is reported that: the pt was examined by a second surgeon whose diagnosis was that the implant socket never grew in. The pt underwent a total hip revision surgery on (B)(6) 2012, which was performed by the surgeon who made the final diagnosis.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.